Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Originally it was reported that the batteries on the cs300 intra-aortic balloon pump (iabp) were running for about 30 minutes, and then the battery indicator light lit up indicating that the battery needed to be charged. It is unknown under which circumstance this event occurred; however, no patient involvement or no adverse event was reported. It was later reported to the manufacturer, that the iabp shut off during use on patient while transporting to CT scan. The iabp was plugged in all night and morning before the event; however, the battery would not hold a charge. The patient then experienced 4-5 hours of severe chest pain, approximately 1-2 hours after returning from CT scan. The iabp unit was swapped out and the faulty unit was picked up by clinical engineering. There was no reported malfunction of the intra-aortic balloon (iab). The injury was not attributed to the device by the facility. This record is for the 1st iab used. For the 2nd iab reference, (B)(4).